Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 700 mg/dl at the time of the incident. The customer was treated with manual injection. Customer stated that a crack on the insulin pump case near the battery cap. Customer reported that insulin pump suddenly could not detect the battery and switched off. Customer confirmed that insulin pump was not dropped. The insulin pump was switched off during user was sleeping. The device will not be returned for analysis.